Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A manager of all (B)(6) customer support reported to integra that a c2602 cusa excel 36khz straight handpiece failed during surgery on (B)(6) 2017. The customer said it worked for the first surgery and failed during the second surgery. They could not remove the tumor completely because of the device failure which lead to a four hour delay in surgery. The (B)(6) male patient's condition after the procedure was reported as normal.

Manufacturer narrative:
Investigation completed on 16jan2018. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.